Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
Review of manufacturer's database revealed the patient died approximately 11 months after device implant. The cause of death has been requested and not received. Follow up with the clinic reported the patient was last seen by the clinic approximately three months prior to death and all was okay with the patient and the device at that time. Patient had medical history of sick sinus syndrome, was pacemaker dependent, and had hypertension.